Event description:
Additional information reported revealed the patient had concerns about the decrease in his medication does which led to the spasticity "coming back". The patient stated whenever he had the pump replaced his doctor would lower the dose to ensure an overdose would not occur. It was said the patient was on "approximately 680 mcg/day".

Event description:
It was reported that the pump was programmed incorrectly. The concentration was "doubled" but the dosage was reduced "by a fourth." It is uncertain who filled the pump. The patient had symptoms of withdrawal and spasticity. The patient "ended up" in the ER. The pump was infusing baclofen.

Manufacturer narrative:
Catheter model: 8709, lot # l64776, implanted: (B)(6) 1999, explanted: unknown; physician programmer model: 8840, serial # unknown. (B)(4).